Event description:
It was reported while unloading a patient from the ambulance at the hospital, the head end legs stopped at the mid-way point during the unloading process. The manual release was utilized to fully lower the head end legs so the wheels made contact with the ground. Once the stretcher was released from the hook, the head end legs allegedly lowered and the stretcher tipped to the side. The patient was assessed and no injuries were alleged as a result of the incident. The patient was removed from the stretcher and care was turned over to hospital staff. The stretcher was removed from service pending evaluation.

Manufacturer narrative:
The subject stretcher was returned to manufacturer for visual and functional evaluation. It was found that the manual release cable was damaged as a result of being pinched between the actuator and upper actuator mount. The reported issue was able to be duplicated by leaving the cable in the pinched state. The manual release cable was replaced and reinstalled into the intended position away from the path of the actuator. The repaired stretcher was returned to the customer.

Event description:
It was reported while unloading a patient from the ambulance at the hospital, the head end legs stopped at the mid-way point during the unloading process. The manual release was utilized to fully lower the head end legs so the wheels made contact with the ground. Once the stretcher was released from the hook, the head end legs allegedly lowered and the stretcher tipped to the side. The patient was assessed and no injuries were alleged as a result of the incident. The patient was removed from the stretcher and care was turned over to hospital staff. The stretcher was removed from service pending evaluation.